Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a drifted / bubbled / torn downstream occlusion (dso) seal that was caused by excessive loads, most likely due to customer misuse. After investigation the results indicated a reportable malfunction due to the drifted / bubbled / torn dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had a bubbled downstream occlusion (dso) seal. The customer returned the product for the bubbled dso seal, and during physical inspection it was found that the downstream occlusion (dso) seal was drifted/ bubbled/ torn. This was found during testing, and there was no patient involvement.